Event description:
Healthcare professional reported left side "intracapsular" rupture. Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: d.7.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on radius and underweight. A visual and microscopic analysis was performed which identified opening crease sharp on radius, wear abrasion and stress marks. Base on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "intracapsular" rupture. Device remains implanted.